Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During a visual inspection of the returned device a bend in the needle at the distal end of the sheath was observed. When the handle was manipulated in the advanced position, the needle extended 6.4 cm from the distal end of the sheath. Initially there was a slight curve in the needle, however at the 5.4 cm mark, the needle had an angled bend in it. When the handle is in the retracted position there is a bend at 2.1 cm from the distal end of the handle of the device. A bend was observed in the stylet wire at the proximal end of the handle. The bend in the stylet would prevent the fiducials from deploying. Two fiducials were still in the needle. The two fiducials that the user deployed were included in the return. Two functional tests were performed on the device. The first functional test performed on the device was to verify the needle would advance and retract as intended. The needle adjustment screw was loosened and the needle would advance and retract as intended. The second functional test was performed to deploy the fiducials. The stylet wire that was bent, was bent back in order to straighten the wire of the stylet. With the needle in the advanced position, the stylet wire was pushed forward and each fiducial deployed on separate deployment attempts. While deploying the fiducials, excessive pressure was applied to the stylet in order for the fiducials to deploy. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states, "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." "Device may not be used prior to training by manufacturer." The instructions for use states, "slowly introduce needle into accessory channel of endoscope and advance in short increments. Ensure needle is completely retracted and locked in place. Note: bends or kinks in needle caused by improper introduction may result in the inability to deploy fiducials." It is possible that if needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to severe bending of the needle near the distal end. This contribute to advancement and/or retraction difficulties. The instructions for use cautions the user, "failure to attach device prior to needle adjustment or extension may result in damage to endoscope." Kinks in the needle can occur if the device experiences excessive pressure during product handling/preparation. Prior to distribution, all echotip ultra fiducial needles are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic ultrasonography (eus) with fiducial placement , the physician used a cook echotip ultra fiducial needle. The fiducials would not deploy. The device was then removed from the endoscope. Once the device was removed from the endoscope, the physician tried to deploy the fiducials. The physician was finally able to deploy two fiducials outside of the patient and endoscope with much resistance. It was noticed that the needle had a curve on the patient end.